Manufacturer narrative:
Analysis received the unit with intermittent button response due to corroded keypad traces. There was no display ramping on its own or frozen screens were noted. The unit passed rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. There was no unexpected battery out limit alarms were noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was 140 mg/dl at the time of incident. The insulin pump will be returned for analysis.